Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error/operational context. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use, states: balloon pressure should not exceed the rated burst pressure (rbp). There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, heavily calcified, concentric, proximal left anterior descending de novo lesion that was 90% stenosed. The 3.25x15mm rx trek balloon dilation catheter (bdc) met resistance with the anatomy during advancement but reached the lesion. The balloon ruptured on the first inflation (at 18 atmospheres for 15 seconds). An unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.